Manufacturer narrative:
Continuation of d10: product ID: rs7230, serial# unknown. H6 correction: after file review, additional device allegation coding was added (fdd). No change to file reportability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(4)/ared (con, for): information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that there was "narrow and difficult condition" of the ins charging coupling. Furthermore, there was swelling in the wound site, so the message "very good" was not displayed when charging at all; it was noted that this message might appear when "pushed from the skin." When charging, an orange light/alert appeared and an error message also appeared on the controller. It was reported that possibly the implant depth might have caused the issue. Currently, there were no particular problems, and they were waiting for the physician's opinion on whether or not to perform a reoperation. (B)(6) 2024 ared (rep, for): additional information was received. Ins serial number confirmed. The coupling issue was due to the device not being implanted parallel to the body surface. Corrected the implantation position of the device with re-operation, and the coupling issue resolved. This occurred on (B)(6) 2024. The reported swelling of the wound was normal and was resolved over time.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.